Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect user interface module (uim) component is available for analysis and an return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect uim for evaluation.

Event description:
The customer reported an unresponsive user interface module (uim) touchscreen display on this avea ventilator. The customer stated no patient involvement with this event.